Event description:
User facility medwatch report states: failed depuy asr cup. Relevant tests/laboratory data, including dates: MRI showed little to no fluid in the hip. Other relevant history, including preexisting medical conditions: patient 2 years s/p right hip replacement. She had initial success but then developed pain/discomfort in the hip and her ion levels, both cobalt and chrome.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.